Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note that the date received by manufacturer and date of this report were inadvertently reported as november 21, 2019 in initial medwatch report. The correct date is november 20, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the trigger of the device was sticking. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the electronic control unit (ecu) of the small battery drive device was damaged and the device would not run, the motor was worn, and a component was damaged. It was further determined that the device failed pretest for check power with test bench, check switching function forward/ reverse, check the oscillating angle, check the oscillation/ forward/ reverse mode function, check in "off" mode, check for sticky speed trigger, and check tr iggers. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.